Event description:
Report provided by the end user states that they have developed a sore on the skin below the stoma. It was about 1 inch by 2 inches, red and weepy. The end user was using an adhesive remover and barrier wipes as well as an ostomy paste. The end user states that she had been cutting the opening too big and not changing the pouch very often because she wanted them to last. The end user was seen by a clinic doctor. The doctor showed the correct way to apply the pouch. The end user was given a plain wafer, shown how to use it, and for now to keep the ostomy paste. The end user states that it was improved by 50 percent but she has no more wafers. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 482 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.